Event description:
The pt reported blood glucose results of "30, 143, and 145 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Following the results, pt took an unk amount of humulin regular insulin, however there was no indication of injury. Control solution was not performed because control solution was not available at time of complaint. The meter was replaced.